Event description:
A peritoneal dialysis pt reported that he noticed fluid on the floor and found the connection to one solution bag was loose and dialysis solution was leaking to the floor. Prophylactic antibiotics were administered and there were no other known pt ill effects. Sample is not available sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.